Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had logged an event code which is indicative of a device failure which could result in a monophasic shock delivery. As a result, wrong defibrillation therapy would be delivered. There was no patient use associated with the reported event.